Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted two days after implant due to high impedences, and loss of capture in the ventricle.